Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl at the time of incident and current blood glucose was 74 mg/dl. Customer stated that he was passed out and fell. The customer did not provide details regarding symptoms of their low blood glucose episodes. The customer was treated with food. Drive support cap appear normal. Customer stated that sensor issues. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.